Manufacturer narrative:
The complaint notification associated with this device described that one screw in the proximal section of the knee joint is coming loose. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. After becoming aware of this complaint we requested the device for evaluation two times. It arrives on march 15th, 2017 at the manufacturer's site. The evaluation of this device was conducted at the manufacturer's service center on march 17th, 2017. After evaluation we can confirm that one bolt is loose and backing out causing damage to the frame. An exact reason for that could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one proximal screw fell off the knee joint. No fall or serious injury occurred due to this failure.